Event description:
Reportedly, during an implantation attempt, the lead showed no sensing and abnormal impedance value. Repositioning and changing the psa cable showed no improvement. Another vega lead was implanted.